Event description:
This is a 80-year-old male patient that had both hips done in 2016, five yrs postop initial tha with a 50/32 head. Patient was identified with hip pain and potential revision and provided radiograph prosthesis wear was confirmed..

Manufacturer narrative:
The patient with bilateral tha was reported as wear monitoring on the right hip due to pain on the contralateral hip and potential early prosthesis wear bilaterally approximately 5 years after the index surgery to the right hip. The prosthesis wear was able to be confirmed from the provided radiograph; however, the devices were not available for evaluation as they remain implanted. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis, significant edge loading of the femoral head on the acetabular liner due to acetabular cup alignment and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the monitoring reported due to pain and early prosthesis wear is patients with increased risk tend to present with signs for prosthesis wear and subsequent particle-induced osteolysis within the first 5 years after the index arthroplasty and have the following characteristics: significant edge loading of the femoral head on the acetabular liner, patients implanted with a lateralized liner, patients in whom the largest available femoral head and/or thinnest available acetabular liner was used, and patients implanted with a component having a shelf age of greater than 2 years. Those patients having a combination of risk factors will have the highest risk for early wear and lysis. A risk assessment has been initiated to escalate this issue.